Event description:
It was reported that leakage from the connection between the shaft and funnel of the foley catheter. Per follow up information received via ibc on 06jun2024, confirmed that no patient involvement. Per investigator's notification received on 20sep2024, it was reported that the foley catheter balloon did not inflate during sample evaluation. Per investigator's notification received on 20sep2024, it was reported that the foley catheter balloon mushroomed during sample evaluation. Per investigator's notification received on 20sep2024, it was reported that the foley catheter balloon was difficult to deflate during sample evaluation. Per investigator's notification received on 20sep2024, it was reported that the foley catheter balloon had a one-sided bulge during sample evaluation.

Manufacturer narrative:
The reported event is unconfirmed. No root cause could be found because the reported event was unconfirmed. Visual inspection: sample was evaluated and observed no abnormality with returned syringe. Inspected the exterior of the sample and no dent on the surface of returned catheter. Visual evaluation: there were 2 photos attached in trackwise record. Based on photos attached, unable to identify the failure mode since there was no abnormalities observed. However, the physical sample returned at bd kulim was same as per attached photo in trackwise record. As the reported event is unconfirmed a DHR review is not required. However, a DHR was completed before unconfirming the event. A labeling review is not required. Correction: b, d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that leakage from the connection between the shaft and funnel of the foley catheter. Per follow up information received via ibc on 06jun2024, confirmed that no patient involvement. Per investigator's notification received on 20sep2024, it was reported that the foley catheter balloon did not inflate during sample evaluation. Per investigator's notification received on 20sep2024, it was reported that the foley catheter balloon mushroomed during sample evaluation. Per investigator's notification received on 20sep2024, it was reported that the foley catheter balloon was difficult to deflate during sample evaluation. Per investigator's notification received on 20sep2024, it was reported that the foley catheter balloon had a one-sided bulge during sample evaluation.